Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
During an annual preventative maintenance (pm) inspection of the customer's device, physio-control observed that it had logged an event code in its memory that is related to a potential failure of the device to deliver defibrillation energy.  There was no patient use associated with the reported event.

Manufacturer narrative:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the shock button was measuring a high resistance value and caused the device to intermittently not deliver defibrillation energy during testing.